Event description:
Philips field service engineer (fse) reported that while performing a preventive maintenance (pm) of the gantry slip ring, the fse receive a shock. The fse was not harmed and no treatment was performed. There was no patient or operator involvement during the preventive maintenance (pm). The fse determined that the jumper wire connecting the neutral and ground (tb372 6-7) was missing and added it to prevent a future incident.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation.